Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the unit froze after turning it on. Event details and patient involvement are unknown. Additional information has been requested but not received.

Manufacturer narrative:
Corrected information is provided in the event description based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating the reported event was reported incorrectly. The reported event was a priming issue and does not meet regulatory reporting requirements.